Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 11f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle was deployed successfully. A second and third prostyle had a suture break noticed with plunger removal. The suture of a new prostyle device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed report, additional information was received clarifying there was only one prostyle device that malfunctioned: reportedly, the first prostyle was deployed successfully. One other prostyle had a suture break noticed with plunger removal. The suture of a new prostyle device was successfully pre-placed. No additional information was provided.

Manufacturer narrative:
Analysis will not be required as additional information was received indicating there was no device malfunction or adverse event associated with this device. B5: describe event or problem updated d9: device available for evaluation updated from yes to no h6: adverse event problem health effect - impact code 4641 removed, 2199 added. H6: adverse event problem medical device problem code - 1562 removed, 3189 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 11f sheath hole prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, the first prostyle was deployed successfully. A second and third prostyle had a suture break noticed with plunger removal. The suture of a new prostyle device was successfully pre-placed. The tavi procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.